Event description:
It was reported during the pt's permanent procedure, the scs lead was inserted several times. It was also reported the pt experienced weakness in his legs immediately after the procedure. Subsequently, the physician removed the scs lead from the epidural space; however, the scs lead remained implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.